Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the device is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Additionally the aortic extender endoprostheses are intended to be used after deployment of the gore® excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.

Event description:
The following was reported to gore: on an unknown date in 2016, the patient presented with a bleeding pseudoaneurysm in the thoracic aorta that was created after two aortic valve replacement (avr) procedures. Since the cardiac surgeons decided not to treat the pseudoaneurysm surgically, it was decided to place two gore® excluder® aaa aortic extender endoprostheses. The devices treated the pseudoaneurysm successfully, but after approx. 18 months, the pseudoaneurysm refilled. No overt bleeding was visible, but the ascending pseudoaneurysm had eroded through the sternum. On (B)(6) 2017 , a surgical reintervention was performed. The patient expired during the procedure.

Manufacturer narrative:
Only the year is known for the event date. Therefore (B)(6) 2017 was used.

Manufacturer narrative:
Updated.

Event description:
The following was reported to gore: on an unknown date in 2016, the patient presented with a bleeding pseudoaneurysm in the thoracic aorta that was created after two aortic valve replacement (avr) procedures. Since the cardiac surgeons decided not to treat the pseudoaneurysm surgically, it was decided to place two gore® excluder® aaa aortic extender endoprostheses. The devices treated the pseudoaneurysm successfully, but on (B)(6) 2017, the pseudoanuerysm refilled. No overt bleeding was visible, but the ascending pseudoaneuerysm had eroded through the sternum. On (B)(6) 2017, a surgical reintervention was performed. The patient expired during the procedure.